Event description:
It was reported that during a surgical procedure at the user facility the device was sparking. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device was sparking. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, sparking, was not confirmed. Wear was observed that is common when the device is used in conjunction with a fixture/jig attachment, but no failures that would exhibit sparks. There are no known components in this handpiece that could cause ¿shooting sparks¿ out of the device. A possible cause for seeing sparks outside the handpiece is use of a non-stryker attachment (fixture/jig). However, that was not able to be confirmed in this case. The device was repaired and returned to stryker loaner stock.